Event description:
It was reported that the infusion pump and intrathecal catheter were explanted. The drug used in the device system was not reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID neu_unknown_cath; product type catheter. (B)(4). Final analysis of the pump found there were no anomalies. Final analysis of the unknown catheter segment found there was a compressed area of the catheter body.

Event description:
Additional information received reported that the patient wanted the pump and catheter removed because she was having further surgery. The patient's health care professional (hcp) requested she have the pump and catheter removed in order to do a cervical spinal fusion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was ineffective in relieving pain. The patient had no relief of pain from the implant. The entire system was explanted on (B)(6) 2013. The patient outcome was reported as "resolved without sequelae" on the date of explant. The event was related to the device or therapy and unrelated to the implant procedure. There were no reported diagnostic methods. The drugs contained in the pump as of (B)(6) 2013 were sufenta, bupivacaine, clonidine, and baclofen.